Event description:
It was reported to the MFR that the pt did not have an increase in seizures, but was sleeping more than usual. The physician ordered an eeg, which showed that the pt was in status. Attempts for further info from the pt's treating physician have been unsuccessful to date, therefore, the relationship between the event and vns therapy cannot be determined.